Manufacturer narrative:
During preventative maintenance, the autopulse platform (B)(6) driveshaft could not be adjusted to its "home" position. The root cause was the failed integrated encoder gearbox, which was replaced to remedy the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6)

Event description:
During preventative maintenance, it was determined that the autopulse platform (sn 20185) drive shaft home position could not be adjusted due to a defective encoder. No patient involvement.